Manufacturer narrative:
The user facility was notified of the event on (B)(6) 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. A decision was made to recall the product. (B)(4).

Event description:
It was reported that patient underwent shoulder arthroplasty on (B)(6) 2011. During the procedure, the surgeon implanted the humeral stem to the desired depth, but could not get the stem inserter to release from the implant. An osteotome and elevator were used to complete the procedure. No delay in the procedure or injury to the patient was reported.